Event description:
It was reported that the customer had high blood glucose levels of 568mg/dl. Customer's blood glucose level at the time of the call 268mg/dl. Customer reported air bubbles. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip.